Event description:
It was reported that pericardial effusion (pe) occurred. During watchman flx pro procedure for a case of atrial fibrillation, a versacross connect for laac kit was selected for use. The left atrial appendage (laa) anatomy was an anterior broccoli. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a trace pe noted prior to the procedure. Venous access was obtained. Transseptal puncture (tsp) was difficult, and tenting was not noticed initially. The physician decided to rewire up superior vena cava (svc) and drop back down onto the septum for crossing. The sheath was viewed which was pointing in the opposite direction of the septum and the physician was able to reposition sheath at the inferior and posterior portions of the fossa ovalis. The physician agreed it was safe to cross. The pigtail wire went right into the appendage with a good overall trajectory. A non-boston scientific pigtail catheter was advanced and a laa contrast injection performed. A 35mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. Several partial and full recaptures were performed, and the device still did not meet release criteria. Tee imaging revealed a pe. The patient was stable. The 35mm wds was removed, and another pigtail catheter contrast injection confirmed there was not a perforation within the laa. A 31mm wds was advanced, deployed, and implanted after meeting release criteria. A pericardiocentesis was performed. The procedure was concluded, with the patient remaining stable, and was admitted overnight for monitoring. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available yet.

Manufacturer narrative:
Due to additional information, the fields b5 (describe event or problem), f10 and h6 (impact codes) were updated. A report for the versacross dilator is going to be filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) occurred. During watchman flx pro procedure for a case of atrial fibrillation, a versacross connect for laac kit was selected for use. The left atrial appendage (laa) anatomy was an anterior broccoli. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a trace pe noted prior to the procedure. Venous access was obtained. Transseptal puncture (tsp) was difficult, and tenting was not noticed initially. The physician decided to rewire up superior vena cava (svc) and drop back down onto the septum for crossing. The sheath was viewed which was pointing in the opposite direction of the septum and the physician was able to reposition sheath at the inferior and posterior portions of the fossa ovalis. The physician agreed it was safe to cross. The pigtail wire went right into the appendage with a good overall trajectory. A non-boston scientific pigtail catheter was advanced and a laa contrast injection performed. A 35mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. Several partial and full recaptures were performed, and the device still did not meet release criteria. Tee imaging revealed a pe. The patient was stable. The 35mm wds was removed, and another pigtail catheter contrast injection confirmed there was not a perforation within the laa. A 31mm wds was advanced, deployed, and implanted after meeting release criteria. A pericardiocentesis was performed. The procedure was concluded, with the patient remaining stable, and was admitted overnight for monitoring. The device is not expected to be returned for analysis. It was further confirmed a difficulty obtaining a tent on the fossa ovalis for unknown reasons. The patient anatomy that may have caused difficulty with the tsp workflow. Both rf wire and versacross dilator were difficult to visualize. The second tsp was successful. There were no malfunctions noted with any of the versacross device.